Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the unit would not go to fluid/air exchange. Additional information was received indicating the surgeon could not push fluid into the eye. The system was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The customer reported unit failed to go to fluid/ air exchange. During a procedure, the surgeon could not push fluid into the eye. They pulled the other system into the or and completed the procedure without harm to the patient. No identifiers were available. Additional information was requested with none received to date. The system was examined and the reported event was not replicated. The fluidics was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(6) 2015. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).